Event description:
It was reported by the affiliate that the cutter was used during a surgical procedure. The staples fell into the pt's abdominal cavity before the stapler had been fired. The case was completed using the same kind of device. There was no consequence to the pt.